Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00038: tap, 3025141-2020-00039: plate 1, 3025141-2020-00040: plate 2.

Event description:
During removal of an elbow plate (removal reason is not known), several foreign bodies were found and removed. The surgeon believes the foreign bodies formed around metal shavings from the plate that formed while using the plate tap in the most distal holes of the medial and lateral elbow plates.